Event description:
It was reported that while attempting to retrieve a partially deployed stent in a circumflex artery with the guide wire the tip separated. During the procedure the pt became hemodynamically unstable, at which time the pt was intubated, a temporary pacemaker was inserted and medications were given. Ultimately, the pt died. The tip of the wire remained in the coronary artery and the remaining portion was discarded by the user facility